Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an advanix-naviflex biliary stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct, performed on (B)(6) 2022. During the procedure and inside the patient, when the physician attempted to deploy the stent, it was stuck in the push catheter. The guide catheter was detached from the delivery system and fell off hanging on the common bile duct. The broken guide catheter was removed with the use of a pair of rat tooth forceps. Another advanix biliary stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.